Event description:
Information received by medtronic indicated that the customer noticed a hairline crack on the back of the pump and location of the damage was on the back of the pump near the battery compartment and it goes towards the belt clip rails. Troubleshooting was performed and the customer stated that the insulin pump was neither dropped nor bumped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged cosmetic damage located at the battery compartment and belt clip rails and exposure to moisture were found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest firmware and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked end cap, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1 and pcba 2. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Cosmetic damage was confirmed at the battery compartment and belt clip rails. Exposure to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.